Manufacturer narrative:
One zimmer dental healing collar was returned for inspection. A visual inspection revealed wear about the collar and the threads. A small burr was noted on the first thread. The hex head was also slightly worn, but functional. The product was functionally tested with a mating house implant, and it was noted that the healing collar engaged and seated as normal. The complaint is unconfirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot number. Appropriate documentation was reviewed and the following information was identified: instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs 9658 rev 1-01/15. Healing collars ¿ for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants. Select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter (figure a). The top surface of the healing collar is etched with three numbers (figure b) to reference implant platform diameter (left), emergence profile diameter (top right) and cuff height (lower right). The numbers for implant platform and emergence profile show only the initial digit of the related measurement. A singular cause cannot be determined. UDI# (B)(4).

Manufacturer narrative:
Patient's date of birth not provided/unknown.

Event description:
It was reported that the healing abutment (hc345) would not seat onto the implant. The doctor was able to seat another healing abutment. Tooth location 20.